Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, flat crease, and yellow particles. A leak test was performed which found opening on the anterior side. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp edge opening the on anterior due to an unidentified tear opening. The reason for reoperation is deflation.

Event description:
Device has been explanted.